Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the tip of the blade. The scissor blades have mechanical indentations and show obvious signs of usage. One of the blades was indented. The scissor blades were tinged and showed signs of usage. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, there was a notch/groove in the blade of the monopolar curved scissors (mcs) instrument. It prevents the scissors from closing. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.